Manufacturer narrative:
The user facility reported that the lot number was unknown. The intercept detergent safety data sheet states, "precautionary statements: wear protective gloves/protective clothing/eye protection/face protection. If in eyes: rinse cautiously with water for several minutes. Remove contact lenses, if present and easy to do. Continue rinsing. If eye irritation persists: get medical advice/attention." Following the reported event, the user facility was provided with a copy of the safety data sheet for intercept detergent. No additional issues have been reported. UDI related data clarification - the lot number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported via chemtrec report that an employee was pouring intercept detergent into a sink when the product splashed past their eye protection, causing eye irritation. The employee immediately flushed their eyes with water for 10-15 minutes. The employee went to be evaluated at an outpatient center; however, their symptoms resolved and no additional medical treatment was required.